Event description:
It was reported when using the bd syringe 20ml 18g 1-1/2in there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "foreign material."

Manufacturer narrative:
The manufacturing location for this product is greater (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/14/2021. H.6. Investigation: a device history review was conducted for lot number 1104152. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample has been provided to aid in our investigation into this issue. Our engineers were able to observe a transparent foreign material in the syringe tube. The issue has been confirmed. Based on the visual analysis of the foreign material our engineers were able to identify it as a fragment of the syringe tube from another unit. A subsequent review of the manufacturing process was able to determine that the most likely root cause for this event is related to a variance in the automated assembly of the device. H3 other text : see h.10.

Event description:
It was reported when using the bd syringe 20ml 18g 1-1/2in there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "foreign material."